Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack had a battery pack fault. The cause of the battery pack fault was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but it likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A 44(B) (6) male, patient, contacted zoll lifecor customer support service to report that when he inserted his battery pack into the charger, the charger indicated a battery pack fault. The patient was provided with a replacement battery pack.